Event description:
During a tibial osteotomy for the correction of the lower limb, during the procedure the gigli saw showed fraying and subsequently broke. Some fragments/filaments of the saw have penetrate inside the bone. No pt adverse consequences have been reported. The event happened in italy.

Manufacturer narrative:
Device was not returned for evaluation. Method - a device from the same lot of actual device involved in incident was evaluated. Result - visual examination of device. No conclusion can be drawn. Conclusion - use of device cannot be determined.